Event description:
Reporting status: serious injury - disability. Reporting rationale: excruciating pain causing disability. Device issue: no device malfunction has been reported. It was reported that the patient received two promus stents in 2008. After stent implantation, the patient began experiencing excruciating pain in her joints and could not move. On a scale of 1-10, her pain is 11. She stated that hydrocodone was not working for the pain and valium was helping, but she did not want to continue on it long term. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information.. Pain, as listed in the promus instructions for use is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. It is unknown if the reported symptom of pain is related to the promus. This is a very general symptom and could be related to other health issues and unrelated to the device. However, a conclusive root cause for the reported patient effect, and the relationship to the devices, if any, cannot be determined. The 2.5 x 12 mm promus stent is being filed under the same manufacturer report number.